Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post-operation device check. Upon interrogation, an error message was received prompting to reboot the patient's implantable cardioverter defibrillator (ICD). The device parameters were manually inputted and all device functionality was restored and deemed normal. The patient was stable.